Event description:
An attempt was made to use two resolute integrity coronary drug eluting stents to treat a mildly tortuous, mildly calcified lesion in the right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with an sc balloon <(>&<)> then an nc balloon. The device did not pass through a previously deployed stent. Some resistance was noted while advancing the devices to the lesion. It was reported that the first 3.5x34mm resolute integrity stent (pli10) failed to cross the lesion. It was detailed that some resistance was noted while advancing the device and the stent was removed and the lesion was pre-dilated again with size up sc balloon. The stent was attempted to cross again. On removal of the stent, it was found that the distal shaft of the stent was damaged on advancing. The resolute integrity catheter was stretched and detached. An attempt was made to use another 3.0x34mm resolute integrity stent (pli20) which also failed to cross and upon removal of the stent the shaft was damaged. There was no evident deformation to the stent body. The damage was evident only to the delivery system. The patient isalive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: both devices were inspected with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the lesion was pre-dilated with an sc balloon <(>&<)> then an nc balloon and no issues were found. Additional information - image analysis: three still images were provided for review. Two of the images appear to show a resolute integrity shelf carton, with size and lot number matching the reported size and lot. One image shows what appears to be a resolute integrity device with shelf carton visible in the background. There has been damage to the device but it is not possible to determine exactly what/where is damaged from the image provided. Complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.